Manufacturer narrative:
Qn#(B)(4). Device evaluation: a 5fr berman catheter was returned for evaluation. No damage, abnormalities, or kinks were noted to the catheter. The capacity of the balloon was noted to be 0.75cc. The 0.75cc control stroke syringe typically supplied with the kit was returned connected to the inflation lumen. A 10cc syringe was returned connected to the injection lumen. A fluid consistent in appearance with contrast media was noted within the 10ml syringe. Some dried blood was noted on the junction hub of the catheter. The balloon was visually inspected and appeared to be typical upon initial examination. The inflation lumen was injected with 0.75cc of air using the returned syringe. The balloon was fully inflated. The balloon deflated in less than three seconds when the syringe was removed per specification. The balloon held inflation for at least one minute. The balloon inflated symmetrically. The proximal and distal lumens were aspirated and flushed used the returned syringe with no issues noted. A device history record review was not performed. There was no confirmed product failure with the returned sample. Conclusion: the reported complaint that the balloon slowly deflated is not confirmed. The catheter passed functional testing. The root cause of the complaint is undetermined.

Event description:
It was reported that the event involved a (B)(6) patient, 63cm long and 13lb in weight. It was stated that the "balloon would deflate during case (and at pre-test) without moving catheter or releasing balloon." The md stated that when using co2 to inflate the balloon they find that the first pass into the patient is ok. Prior to the second insertion (or pass) they test the balloon's inflation again with the co2 and at this time the balloon needs more co2 to inflate the membrane. The md stated that they do use the controlled stroke syringe and that they always have extra co2 on the table so there is no delay; however, they are concerned that the co2 and the balloon membrane are not working well together after a few passes. The md and staff also discussed if the luer lock is the issue and if the co2 is leaking out. There was no patient death, injury or complications. The patient outcome is ok.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the event involved a (B)(6). It was stated that the "balloon would deflate during case (and at pre-test) without moving catheter or releasing balloon." The md stated that when using co2 to inflate the balloon they find that the first pass into the patient is ok. Prior to the second insertion (or pass) they test the balloon's inflation again with the co2 and at this time the balloon needs more co2 to inflate the membrane. The md stated that they do use the controlled stroke syringe and that they always have extra co2 on the table so there is no delay; however, they are concerned that the co2 and the balloon membrane are not working well together after a few passes. The md and staff also discussed if the luer lock is the issue and if the co2 is leaking out. There was no patient death, injury or complications. The patient outcome is ok.